Event description:
Bayer case number: (B)(4). Heavy menstrual bleeding. [Heavy menstrual bleeding]. Insertion of the coils took ten minutes. It was an unpleasant feeling [procedural pain], dizziness [dizziness], trouble maintaining my balance [balance disorder], she had a lot of trouble with her knees during a mountain hike [unspecified disorder of knee joint], shoulder pain [shoulder pain], elbow pain [pain in elbow]. My lower back started acting up more and more [low back pain]. I was tired [tiredness], feeling feverish [subjective fever], nickel allergy [nickel allergy], joint pain [joint pain], psychological symptoms [psychological disorder], ankle problems [discomfort in joints], rheumatism [rheumatism], autoimmune disease [autoimmune disorder], spinal cartilgae degenration [spinal disorder], unwell [unwell], sick [sickness]. Case narrative: this spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding.") In a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), procedural pain ("insertion of the coils took ten minutes. It was an unpleasant feeling"), dizziness ("dizziness"), balance disorder ("trouble maintaining my balance"), arthropathy ("she had a lot of trouble with her knees during a mountain hike"), shoulder pain ("shoulder pain"), pain in elbow ("elbow pain"), back pain ("my lower back started acting up more and more"), fatigue ("I was tired"), pyrexia ("feeling feverish"), allergy to metals ("nickel allergy"), joint pain ("joint pain"), mental disorder ("psychological symptoms"), musculoskeletal discomfort ("ankle problems"), rheumatic disorder ("rheumatism"), autoimmune disorder ("autoimmune disease"), spinal disorder ("spinal cartilgae degenration"), malaise ("unwell") and illness ("sick"). The patient was treated with fish oil, hydrogenated and saffron as well as surgery (to remove essure). Essure was removed in 2020. At the time of the report, the dizziness had resolved and the heavy menstrual bleeding, procedural pain, balance disorder, arthropathy, shoulder pain, back pain, fatigue, pyrexia, allergy to metals, joint pain, mental disorder, musculoskeletal discomfort, rheumatic disorder, autoimmune disorder, spinal disorder, malaise and illness had not resolved. The outcome of arthralgia was unknown. The reporter considered allergy to metals, shoulder pain, pain in elbow, joint pain, arthropathy, autoimmune disorder, back pain, balance disorder, dizziness, fatigue, heavy menstrual bleeding, illness, malaise, mental disorder, musculoskeletal discomfort, procedural pain, pyrexia, rheumatic disorder and spinal disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): rheumatism [scan] in 2019: no more cartilage between two vertebrae in the lower back. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding. [Heavy menstrual bleeding]. Insertion of the coils took ten minutes. It was an unpleasant feeling [procedural pain] dizziness [dizziness]. Trouble maintaining my balance [balance disorder]. She had a lot of trouble with her knees during a mountain hike [unspecified disorder of knee joint]. Shoulder pain [shoulder pain]; elbow pain [pain in elbow]; my lower back started acting up more and more [low back pain]; I was tired [tiredness]; feeling feverish [subjective fever]; nickel allergy [nickel allergy]; joint pain [joint pain]; psychological symptoms [psychological disorder]; ankle problems [discomfort in joints]; rheumatism [rheumatism]; autoimmune disease [autoimmune disorder]; spinal cartilgae degenration [spinal disorder]; unwell [unwell]; sick [sickness]. Case narrative: this spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding.") In a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), procedural pain ("insertion of the coils took ten minutes. It was an unpleasant feeling"), dizziness ("dizziness"), balance disorder ("trouble maintaining my balance"), arthropathy ("she had a lot of trouble with her knees during a mountain hike"), shoulder pain ("shoulder pain"), pain in elbow ("elbow pain"), back pain ("my lower back started acting up more and more"), fatigue ("I was tired"), pyrexia ("feeling feverish"), allergy to metals ("nickel allergy"), joint pain ("joint pain"), mental disorder ("psychological symptoms"), musculoskeletal discomfort ("ankle problems"), rheumatic disorder ("rheumatism"), autoimmune disorder ("autoimmune disease"), spinal disorder ("spinal cartilgae degenration"), malaise ("unwell") and illness ("sick"). The patient was treated with fish oil, hydrogenated and saffron as well as surgery (to remove essure). Essure was removed in 2020. At the time of the report, the dizziness had resolved and the heavy menstrual bleeding, procedural pain, balance disorder, arthropathy, shoulder pain, back pain, fatigue, pyrexia, allergy to metals, joint pain, mental disorder, musculoskeletal discomfort, rheumatic disorder, autoimmune disorder, spinal disorder, malaise and illness had not resolved. The outcome of arthralgia was unknown. The reporter considered allergy to metals, shoulder pain, pain in elbow, joint pain, arthropathy, autoimmune disorder, back pain, balance disorder, dizziness, fatigue, heavy menstrual bleeding, illness, malaise, mental disorder, musculoskeletal discomfort, procedural pain, pyrexia, rheumatic disorder and spinal disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): rheumatism. [Scan] in 2019: no more cartilage between two vertebrae in the lower back. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.